Manufacturer narrative:
No button error alarm noted. The esc button did not respond due to corroded keypad trace. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error which could not be cleared. The blood glucose reading was 105 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.